Event description:
A user facility reported to olympus that no image was obtained with olympus, exera 2 endoscopes when using the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image output¿ was duplicated. It was surmised that an image was not displayed due to the faulty board or connector socket failure. The cause of the faulty board or connector socket failure could not be identified. The cp board and connector socket were replaced on site. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿cv-190 instruction manual/9.2 troubleshooting guide: the endoscopic image does not appear on the monitor. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. The video system center cannot communicate with the endoscope. Stop using the endoscope and contact olympus.¿ olympus will continue to monitor field performance for this device.